Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the patient was treated with oral antibiotics for a duration of 10 days (specific date not reported), due to swelling at implant site. The implanted device remains.